Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; she was programming a bolus when a button push triggered the numbers to scroll uncontrollably. The customer then removed and reinserted the battery three different times, and when the display returned the pump alarmed with an unexpected restart. The patient's blood glucose at the time of incident was 66 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer was at a festival and wearing the pump in her bra; she was sweating on the pump. The customer was unable to clear the unexpected restart alarm due to the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed error test and displacement test. No unexpected error alarm noted. The insulin pump had intermittent esc and act buttons response due to moisture damage keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.